Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/16/2016, to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.